Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no abnormalities. Testing was completed to assess lead electrical performance and inner insulation integrity. Based on the instructions for use for this product, dislodgement behavior is a known inherent risk of the use of this lead, contraindicated use, based on the field report.

Event description:
It was reported that this left ventricular (lv) lead exhibited threshold greater than programmed amplitude or suspended. The lead remains in service. No adverse patient effects were reported. Additional information was received, loss of capture (loc) is suspected to be present. The lead remains in service. No adverse patient effects were reported. The lead presented loss of capture (loc) and greater than programmed amplitude or suspended due to a dislodgement presented. The lead was explanted and replaced. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited threshold greater than programmed amplitude or suspended. The lead remains in service. No adverse patient effects were reported. Additional information was received, loss of capture (loc) is suspected to be present. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited threshold greater than programmed amplitude or suspended. The lead remains in service. No adverse patient effects were reported. Additional information was received, loss of capture (loc) is suspected to be present. The lead remains in service. No adverse patient effects were reported. The lead presented loss of capture (loc) and greater than programmed amplitude or suspended due to a dislodgement presented. The lead was explanted and replaced. No adverse patient effects were reported.